Event description:
Left arterial clot visualized on cardiac catheter during left atrial appendage closure procedure s/p [status post] watchman deployment. Or physician aspirated system with a syringe and noted clot removed. Neuro assessment performed once patient came out of procedure. Noted right sided weakness. Code stroke protocol followed. Vital signs were stable, hr [heart rate] regular rhythm, lungs clear, abdomen non distended, no edema.